Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system would not complete shut down protocols. It was reported that, when prompted by the user in the application software, the navigation system would display that no signal was on the monitor and not complete the shut down process. A hard shut down was required to complete the process. The representative reported that the issue was replicated twice. There was no patient present when this issue was identified. No additional information was provided.